Manufacturer narrative:
The pump had missing segments due to a cracked and bleeding lcd glass. Unable to perform the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, operating currents, prime, off no power test and excessive no delivery tests due to the cracked and bleeding lcd glass. No burn like display was noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the display had a burn mark. Customer's blood glucose was 143 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.